Event description:
Caller reported an issue with the insulin pump's time setting being incorrect, with a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with a recommendation to follow up if the time discrepancy recurred. The caller understood and acknowledged the instructions provided.